Event description:
It was reported that the pt underwent cesarean section in 1997 and was discharged without complications. A week later they were readmitted with a wound infection that was opened, explored, cleaned and packed. Secondary closure was done in a week later.